Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that it failed the operational check at ECG lead testing. The customer worked with the rse. It was concluded that the customer needs to remove the lead wire and do the testing again. The customer can call back if this activity does not resolve the issue. The case will be closed at this time. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed by philips. The device issue is being worked on by the customer. If they need further assistance, they can contact philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting institution name: (B)(6) hospital. H3 other text : remote support provided.